Event description:
The pt reported that e4 (occlusion) error was displayed on the infusion device resulting in elevated blood glucose of 534 mg/dl. In 2009 at 1 pm, her blood glucose measured 170 mg/dl and she ate and bolused 1 units of insulin through the infusion device. At 7 pm, her blood glucose measured 452 mg/dl and she changed the insulin cartridge and infusion set and bolused 10 units of insulin. At 12 am, her blood glucose measured 534 mg/dl and she attempted to bolus and e4 was displayed. She changed the infusion set and primed and e4 was displayed. She injected 14 units of insulin via pen. In the next day at 2 am, her blood glucose measured 453 mg/dl and at 7:30 am, it measured 169 mg/dl. Her normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.